Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative went to the site and confirmed the reported issue. A visit from the application team was scheduled and the customer was advised to use the prescribed patient circuit and to use disposable soda lime.

Event description:
The hospital reported higher than normal co2 readings. There was no report of patient involvement.